Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, issues related to the device's airflow delivery, internal battery not charging and the device shutting on and off were observed. The device's system board, sensor board and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board, system board and power management board. The sensor board, system board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to proximal transducer (mt4) being out of tolerance. The system board and power management board were evaluated and was found to operate to design specifications.